Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump didn't alarm telling her she ran out of insulin. The customer blood glucose level was unknown. Customer stated she did not know that she ran out of insulin gave herself 5 units of insulin. Customer saw 5.00 units delivered went into the detail and shows the insulin pump delivered 5.00 units. The insulin pump had no delivery alarm. The insulin pump will not be returned for analysis.